Event description:
Peripherally inserted central catheter was found broken on the external catheter lumen. A broken lumen allows blood to back up, even allows air to possibly enter, and opens the line to infection. Dates of use: 2008. Diagnosis or reason for use: aaa repair. Event abated after use stopped or dose reduced? Yes